Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of severe bruising is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported having been injected with juvéderm ultra plus xc in the mid face (cheeks and tear troughs) using the packaged needle. Patient was given prilox prior to injection and ice post injection. Five days later, the patient developed severe bruising. Patient was given unspecified treatment and symptoms resolved.